Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received two inappropriate shocks and a lead integrity alert (lia) was triggered due to oversensing during a surgical procedure. The magnet was not applied over the implantable cardioverter defibrillator (ICD) until after the shocks were delivered. The ICD remains in use. No further patient complications have been reported as a result of this event.